Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5 and a restricted septal leaflet. During the preparation of the triclip delivery system (tcds), additional retraction and advancement of the handle was required to de-air the system. The system was able to be de-aired and was deployed. However, after deployment, the clip detached form the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the clip, an additional clip was implanted, reducing tr to a grade of 3. The second clip was also experiencing de-airing issues. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.